Event description:
It was later reported that the programmer was upgraded and the longevity was within normal range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device showed a unexpected low battery voltage. Suspected premature battery depletion.

Manufacturer narrative:
Analysis found normal longevity performance. The device met all specifications. No anomaly found.